Event description:
It was reported that the battery is depleting faster than expected. It was also reported that the patient was seen in the clinic for a device check and the voltage hadn't dropped much more. The device is being monitored and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery is depleting faster than expected. It was also reported that the patient was seen in the clinic for a device check and the voltage had not dropped much more. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): performance data was collected from the device and revealed that the battery voltage was pre/approaching eri. Weekly battery voltage trend data in save to (B)(4) shows bat=2.95 to 2.81 volts between (B)(6) 2011 and (B)(6) 2011, is before device rrt<= 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): performance data was collected from the device and revealed that the battery voltage was pre/approaching eri. Weekly battery voltage trend data shows the battery was 2.95 to 2.81 volts between (B)(6) 2011, and is before the device recommended replacement time of less than or equal to 2.62 volts. The device was also returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.